Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus did not align with the cursor on the display screen. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis also noted that the power cord insulation was separating from the connector. The power cord was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate with the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.